Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 192 mg/dl at the time of the call. The customer was given glucose tablets and glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer treated for a high and was supposed to eat but forgot, and they think this caused the low. The customer had issues with metered blood glucose readings transferring to the pump. The insulin pump will not be returned for analysis.